Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with orange/red foreign material on the probe needle and the needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. The sample was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The cutter was observed to have no bend present, per specification. No lot number was identified with this complaint; however, a review of the device history records traceable to the lot number obtained from the customer returned device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the returned probe had a cut failure. The root cause of the cut failure was the absence of the bend in the cutter of the probe. During manufacturing each probe cutter is bent at the tip in order to create the geometry necessary to perform the cut with the port of the needle. The evaluation of the cutter indicated that there was no bend present on the cutter of the returned probe. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the cutter not being bent. No adverse events were reported with this complaint. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported poor cutting of the vitrector probe during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.